Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the sheath of the 3f catheter is unable to enter the blood vessel during use and the front end cracks on its own. Customers have reported that the current sheaths are generally very blunt, making it difficult to break the skin. No other information was provided. It was reported this event occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 3.5 fr microintroducer was returned for evaluation. An initial visual observation revealed the dilator is curved. Tip of the sheath appeared to be damaged. A microscopic observation revealed the tip of the sheath was buckled and bulged. Blood residue was observed near the damage. These findings suggest that the sheath experienced plastic deformation. This deformation can occur when the dilator is improperly threaded in the sheath and is inserted against resistance, such as tissue. This complaint will be recorded for future trending and monitoring purposes.